Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: second time (events close to each other) that the needle broke. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, this was in the same procedure. It broke two times. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - did any needle piece(s) fall into the patient? *if yes, - was\were the needle piece(s) retrieved during the same procedure? If not, please explain. - was there any additional tissue damage as a result of searching for the needle piece(s)? - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The needle broke. No reported patient consequences. Additional information has been requested.